Event description:
It was reported that during a cardiac ablation procedure, as the hi-torque balance middle weight (bmw) guide wire was being pulled back, part of the outer coil on the tip was sheared off by the needle. All items were removed from the left atrium (la) except the sheared part of the wire migrated into the pulmonary artery (pa). After the successful ablation, a portion of the separated portion of the guide wire was successfully snared and removed; however, a piece of the guide wire migrated so deep into the vasculature of the lungs, it was unable to be retrieved. Per the physician, it was better to leave that portion of the wire than to try to retrieve it as it would have done more harm than good to retrieve it. No additional information was provided.

Manufacturer narrative:
(B)(4).the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation and treatments appears to be related to circumstances of the procedure. In this case based on the reported information, it is likely that during the procedure the guide wire tip became kinked or bend. During retraction the tip sheered against the needle and separated. A section of the separated tip was snared, and the other section migrated was unable to be retrieved. There is no indication of a product quality issue with respect to manufacture, design, or labeling.